Event description:
It was reported that the device had tamper switch not working issue. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a09 annex g: g02034 annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue ¿tamper switch not working¿ was not confirmed. ¿ received on 16-jan-2025 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. ¿ external inspection reveals a dented rear case. Unit passed keypad test on asm. Tamper switch was operating as expected. ¿ unable to verify or duplicate customer failure complaint. No faults found. ¿ device to be returned to san diego repair center for processing. ¿ no fault found on the tamper switch. Recommend bd san diego repair center replace dented rear case. During repair in service, the tamper switch failed and the keypad as well and also needed to be replaced. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch not working issue. There was no patient involvement.